Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred resulting in a hospitalization with a blood glucose (bg) level of 1300 mg/dl. A correction bolus was delivered to address bg level prior to the hospitalization. While in the hospital, the customer received treatment in the form of an insulin drip. The customer was released from the hospital three days later.